Manufacturer narrative:
Manufacturer's eval: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Eval: method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance related to the product; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or functionality. The product was replaced and released for use. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference manufacturer's report: 1627487-2011-01265 and 1627487-2011-01266. The pt received her scs system, including an ipg, a surgical lead and a percutaneous lead, on (B)(6) 2010. It was reported that the pt developed an infection at his ipg pocket and lead sites. Consequently, the system was explanted on (B)(6) 2011. It was reported that the physician did not feel the infection was product related. The pt was treated with oral antibiotics; it is unk whether a culture was taken. Follow up on the pt found that the pt has recovered from the infection, and the pt will most likely be re-implanted in (B)(6).